Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant (coa) / surgical coordinator has reported that following an intraocular lens (iol) implant procedure the patient experienced blurry vision, an inability to adjust to multifocal iol, unhappy with their quality of vision, and can't work or drive. The lens was exchanged in a secondary procedure. Additional information was requested.

Event description:
Additional information was provided that in the surgeon's opinion, a loss of contrast sensitivity impacting daily life contributed to the event. The patient could not neuroadapt and became depressed. Posterior capsular opacification was noted and a yag laser was performed. The patient still complained of blurred vision and doubling of vision. Lasik was performed, but the patient still complained of slight fogging. His vision fluctuated wildly and he became more despondent. Following iol exchange for a different model iol, the symptoms resolved and the prognosis is good.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).